Event description:
It was reported that during a pdc procedure, the surgeon had inserted the implant and was tamping it into the vertebral body with the tamp. The tamp broke in half down toward the interface with the implant. The surgeon was able to retrieve all of the fragments, and selected another tamp to complete the procedure with no further problems.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed the tip was broken off the tamp. The device broke at the threaded connection at the base of the tamp shaft. This is the weakest area of the shaft and if it is overloaded, this is where it should break. This shaft likely saw some lateral forces to have it break in this manner, but it is not known exactly how it occurred. The cutter corresponds to the drawing and processes at the time of manufacture. This complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.